Manufacturer narrative:
A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was confirmed during the service repair process. The issue was determined to be due to a faulty lower pressure sensor. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
The report of an accuracy issue was confirmed. The proximate cause of the report of an accuracy issue was determined to be due to a defective lower pressure sensor.

Event description:
It was reported during preventative maintenance, the patient occlusion test was low. The highest occlusion reading was 7.4 despite attempting to recalibrate the device. There was not patient involvement.